Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the preparation, it was observed that there was an air bubble in the handle of the device. It was present just below the red cap. Troubleshooting was performed but was not able to be removed. Leak was observed when deairing the handle before and after putting the red cap. Device was replaced and the procedure was continued. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.